Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) has experienced recurring urinary incontinence, leading to a revision procedure. During the revision surgery, no device damage was identified; however, physician suspected and confirmed urethral atrophy. Physician believes the cuff was correctly located in the urethra. The entire aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Correction to field h6 patient codes: updated from urinary infection to urinary incontinence.

Event description:
It was reported that a patient implanted with this artificial urinary sphincter (aus) has experienced recurring urinary incontinence, leading to a revision procedure. During surgery, no device damage was identified; however, physician suspected and confirmed urethral atrophy. Physician believes the cuff was correctly located in the urethra. The entire aus was removed and replaced. No additional patient complications were reported.